Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported difficult to position and difficult to remove (guide wire) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire) and difficult to remove (guide wire) as it was not confirmed. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2920 labeled 1528 labeled internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that resistance was felt when attempting to advance the 2.5x33mm xience prime stent delivery system (sds) over an unspecified guide wire. The sds was able to advance only half way across the wire before getting stuck. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.